Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative spondylolisthesis at l4/5/s level implanted: l5/s1 it was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) procedur. Intra-op, when implant was inserted into the intervertebral disc space at l5/s1 in order to rotate the product(cage) in the intervertebral disc space, the product was hammered in. During the insertion of the cage the posterior part of the cage (the part where it can be hold by an inserter) broke. The implant was not removed . Patient complications were reported unknown.